Event description:
It was reported that the customer received a button error alarm on the insulin pump after an unsuccessful bolus delivery attempt. The insulin pump was exposed to perspiration. The customer's blood glucose was 110 mg/dl. It was advised to revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
No button error alarm was received. The insulin pump was received with intermittent button response due to moisture damage at a keypad trace. All functional testing was passed and the insulin pump was properly delivering.the insulin pump was received with minor scratches on the lcd window, cracked display window corners, cracked battery tube threads, a cracked reservoir tube lip.(B)(4).